Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of approximately 600 mg/dl. The cause of elevated bg was unknown. Subsequently, customer went to the emergency room (ER). Customer was treated with quick acting insulin and fluids. Customer was released from the ER 3 hours later. Upon being released from the ER, the customer was "stable" and bg level was 325 mg/dl.